Event description:
It was reported that the stimulator worked when the patient first got it, but then it slowly stopped working for him because his back started to get worse and worse. The stimulator would help the patient if he was laying down was okay, but when he was standing, sitting, or walking, it was too much pressure on his back and the stimulator was not helping. Therefore, he stopped using the stimulator. The patient would start using the stimulator and then stop, then start again, and then stop again. The pain was too excruciating for the patient during that time. The most excruciating pain had been during the last six months. The patient had surgery. Patient services asked the patient if the surgery was related to the manufacturer's device or the therapy. The patient replied it was back surgery and that was the reason why the patient had the device implanted¿it was for back pain. The patient¿s back had gotten worse and that was the reason why he had to have the back surgery. The patient¿s back started getting worse ¿really bad¿ in the last six months. The patient¿s first surgery was to implant the manufacturer's device four years prior to report. The patient had started using the stimulator again. No outcome was reported regarding this event. Further follow-up is being conducted for this information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Concomitant medical products: product ID: 39565-65, serial# (B)(4), implanted: (B)(6) 2011, product type: lead. Product ID: 37743, serial# (B)(4), product type: programmer, patient. Product ID: 37743, serial# (B)(4), product type: programmer, patient. Product ID: 37752, serial# (B)(4), product type: recharger. (B)(4).